Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 4110. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. One scr replace friction-fit gold & ti abut int hex (mhlas), abutment and crown were returned for investigation. Visual evaluation of the as returned devices identified abutment, screw and crown all engaged together. Functional testing could not be performed due to the nature of the device and event. No pre-existing conditions were reported. The reported device had been placed on tooth # 14 (unknown notation system) for approximately 5 years. Per the applicable IFU, it is stated that severe bruxism, clenching, and overloading, may cause component fracture, screw loosening and device failure. DHR review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the mhlas dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: functional: loosening). August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction and the reported event could not be verified as the exact details of event/malfunction were non-verifiable.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. PMA/510(k) number not available. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that "while delivering a multi - unit implant bridge, the patient explained that the crown at tooth location #14 had came loose while wearing interim rpd. The composite and cotton were removed and the screw was tightened but they felt that it might then loosen. The clinician was able to get it "fairly" tight and told the patient to let them know.